Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device was not implanted. "Implant was damaged during procedure."

Event description:
Healthcare professional reported "implant was damaged during procedure and discarded¿ later clarified as "silicone implant was placed in the pocket submuscularly and later nicked by scalpel. No silicone gel escaped implant. Implant was then removed and discarded." Device was not implanted and surgery was completed with back up device.